Manufacturer narrative:
The device was returned for evaluation. However, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 6f exoseal vascular closure device (vcd) failed to deploy, and the indicator monitor did not activate as intended. The device was subsequently removed, and hemostasis was successfully achieved through manual compression. No patient injury was reported. The device was used during a percutaneous coronary intervention (pci) procedure via the femoral artery, utilizing a retrograde puncture approach. The device was returned for evaluation.

Manufacturer narrative:
As reported, the anchor of a 6f exoseal vascular closure device (vcd) failed to deploy, and the indicator monitor did not activate as intended. The device was subsequently removed, and hemostasis was successfully achieved through manual compression. No patient injury was reported. The device was used during a percutaneous coronary intervention (pci) procedure via the femoral artery, utilizing a retrograde puncture approach. There were no visible signs of device or packaging damage prior to use. The femoral artery suitability was verified on angiography, including confirmation that the vascular sheath introducer was inserted at an angle between 30 to 45 degrees, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was present at the puncture site, and there was no stent or evidence of stenosis greater than 50% at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within the last 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm noted at the access site prior to exoseal vcd use. The physician reported no difficulty in connecting the vascular sheath introducer to the exoseal vcd. A non-cordis short sheath was used for the procedure. The indicator wire cowling locked properly against the handle assembly, producing an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. It was noted that the physician did not place their thumb on the plug deployment button during retraction. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies observed. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 6f csi was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of " indicator wire-deployment difficulty unable" could not be confirmed as the device was received fully deployed and the indicator wire retracted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the condition of the device received did not match the description provided by the customer as it was received fully deployed. The exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.